Event description:
It was reported that a caregiver contacted beta bionics regarding an ilet user experiencing recurrent overnight hypoglycemia followed by rapid rebound hyperglycemia, attributed to not announcing meals correctly and overtreating low glucose; troubleshooting and education were provided, including guidance on proper meal announcement and use of oral glucose for lows. Symptoms included hypoglycemia with subsequent hyperglycemia, ranging from 54 mg/dl to 289 mg/dl. Outcomes included urgent low glucose events and high glucose episodes without hospitalization. Investigation included technical support review, data interpretation with the caregiver, and user education. Investigation of this case revealed user technique errors related to hypoglycemia over-treatment and meal announcement. It was concluded that the device functioned as designed and that improper use contributed to the reported glycemic variability. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.